Event description:
It was reported that the patient said he folded the packaging and it did not go back to straight and it hurt him. No medical intervention reported. Per follow up received on 9apr2020, the customer stated that he placed the catheter in his pocket and when he took it out he noticed that the catheter was bent. In addition the customer stated he received 50812g catheters that were different diameters and unable to be used and the end was thin.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "operator error". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "inspect the catheter before use. Do not use the product if the device or packaging is damaged.". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient said he folded the packaging and it did not go back to straight and it hurt him. No medical intervention reported. Per follow up received on 9apr2020, the customer stated that he placed the catheter in his pocket and when he took it out he noticed that the catheter was bent. In addition the customer stated he received 50812g catheters that were different diameters and unable to be used and the end was thin.